Event description:
The splines of the ablation catheter became inverted and were unable to deliver energy. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, (brand not provided) (per site reporter) clinical site notified mfg rep directly.